Event description:
Additional follow up information received from the healthcare professional confirmed that the patient had an "anoxic" state at the end of the implant procedure and was unrelated to the ins system. It was also confirmed that there were no device implant issues seen during the case. The patient had a history of cardiac issues and the hcp felt the event may have been related to the anesthesia. The patient was reported to be on life-support and was brain dead. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information obtained indicated that the patient was clinically "brain dead" and the spouse did not want to discontinue life support. No other information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient "coded" post operatively following implantation of the neurostimulator. It was noted that during the procedure that placement of the leads was tested with appropriate patient response. The physician had completed the procedure and left the operating room while the surgical assistants closed the incisions. Then one of the nurses said "bring the stretcher in here now". The patient was then transferred to the intensive care unit. The patient's condition was unknown at the time of this report. Additional information was requested and a follow-up report will be sent if obtained.

Manufacturer narrative:
Lead model 3777-45, (B)(4), implanted; (B)(6) 2011, explanted: na, lead model 3777-45, (B)(4), implanted; (B)(6) 2011, explanted: na, recharger model 37752, (B)(4), programmer model 37743, (B)(4).